Event description:
It was reported that during a rectum sigmoidectomy procedure the stapler was fired and no staples were present. Case completed by manual sutures. No further consequence to the patient.